Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid scope presents a fibre breakage. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the fiber broke due to improper handling and the application of excessive force, such as impact to the device like a fall, shock or similar stress. Additionally, the cause of the worn laser marking was wear and tear. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.